Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the pump and its battery were very hot. The reporter informed customer support that he noticed the pump's temperature after having received a replace battery alarm. At the time of the call, the reporter stated he noticed that both the battery and battery compartment had corrosion in it when he removed the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The battery compartment was found to be cracked. No over heating or alarms were duplicated.